Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system, serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The cause of death was unknown, and it was unknown if the death was device related. It was also unknown if the device operated as expected. It was noted that no log files are available and the system controller was disposed as it was soiled with blood. Additionally, the account indicated that no product will be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. A, and the heartmate ii patient handbook rev. A, are currently available. Section 1, "introduction", lists adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was unknown. The patient was with a friend in a car and reported not feeling well. 1 minute later the friend looked over and patient's head dropped and body slouched forward and the pump began to continuously alarm. 911 was called and it was indicated the patient's pupils were fixed and dilated by the time emergency medical services (ems) arrived. Ems performed cardiopulmonary resuscitation (CPR) for 55 minutes without achieving return of spontaneous circulation (rosc). The kind of alarm was unknown as by the time a ventricular assist device (vad) coordinator was contacted, ems had already performed CPR for 55 minutes, and the alarm history would have been overwritten by low flows associated with ems stopping CPR. The system controller was disposed as it was soiled with blood. The pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.